Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that in (B)(6) 2021 she inserted a tampon that had a shorter, frayed string. Upon removal she could not find the string and thought she had already removed the tampon. She continued to use tampons and over the duration of four months developed severe pelvic pain and was not feeling well. In (B)(6) 2021, she went to the doctor and had a pelvic exam and diagnostic tests. The doctor removed a retained pledget with the string attached from her vaginal cavity. She was diagnosed with a pelvic infection and prescribed the antibiotic flagyl. She reported she has recovered and her diagnostic lab work came back clear. She did not receive any additional medical treatment.